Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a diagnostic anomaly in which the far-field morphology template was unable to be obtained. It was elected to program near-field morphology on. There were no patient consequences.